Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the blood glucose had been as low as 50 mg/dl. She also reported that there had been an error on the first time they changed the infusion set where he forgot to rewind the insulin pump all the way and they lost all of the insulin. The parent declined to troubleshoot for the issues.